Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned two-photo sample noted one opened (without original packaging), drainage bag. Visual inspection of the photo sample noted the top of the drainage bag in the tray. The tubing does not appear to be coiling or kinked at the top of the meter. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the lot number is unknown. As the reported event is unconfirmed, a labeling review is not required. Correction- h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley meter drain bag tubing was extremely soft. Kinking right where the tubing met the meter. The tubing on the metered tray also had a different color than the tubing on the bag tray. When compared metered tubing was very much softer than the bag tubing, which was more rigid. Customer complained that the tubing was also coiled too tightly around the meter or bag and that clinicians were having to place the foley and then spin the bag in the air to release it.

Event description:
It was reported that foley meter drain bag tubing was extremely soft. Kinking right where the tubing met the meter. The tubing on the metered tray also had a different color than the tubing on the bag tray. When compared metered tubing was very much softer than the bag tubing, which was more rigid. Customer complained that the tubing was also coiled too tightly around the meter or bag and that clinicians were having to place the foley and then spin the bag in the air to release it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.